Manufacturer narrative:
Customer technical support (cts) assisted the customer to perform troubleshooting (ts), which did not resolve the issue. A field service engineer (fse) was dispatched on (B)(4) 2010 and cleaned the canisters where the leak resided, but did not discover any leaks in the vacuum canister. The fse revisited on (B)(4) 2010 and found debris in the waste valve for the waste sump canister, which was cleaned out. The fse also found a defective waste sump switch and vacuum accumulator o-ring, which was replaced. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating that the unicel dxc 800 pro synchron chemistry analyzer was generating "waste not draining" errors and indicating a leak under the instrument. The customer also stated the flood was in the vacuum accumulator. There was no customer exposure noted.